Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported anemia, bleeding, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized for anemia with hemoglobin 6.3 g/dl and melena in the setting of coumadin and aspirin therapy. Inr was 4.7 on admission. Endoscopic evaluation included an esophagogastroduodenoscopy (egd) which failed to reveal a bleeding source. Patient completed heparin to coumadin bridging prior to hospital discharge. Aspirin (asa) was not resumed at this time.